Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in the cap of the bd eclipse¿ needle. The following information was provided by the initial reporter, translated from chinese: "there is a black foreign matter in the cap of the safety needle."

Event description:
It was reported that black foreign matter was found in the cap of the bd eclipse¿ needle. The following information was provided by the initial reporter, translated from chinese: "there is a black foreign matter in the cap of the safety needle."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 30-sep-2022. H6: investigation summary: one sample in open packaging were received by our quality team for evaluation. The sample was subjected to visual inspection. The team observed seven small black embedded pieces of foreign matter on the safety shield. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Per the preventative maintenance record, the injection screw was cleaned before the production of the affected safety shield batches. There was no heater change on the mold / press during production and there was no unblocking of the affected molding cavity before or during the production run. Based on the sample evaluations, there were several pieces of black embedded foreign matter on the safety shield. No similar complaints have been received on embedded foreign matter associated with the safety shield batches and only one piece of safety shield is affected for the reported batch, per available information. It is therefore suspected that there may be loose contaminants from the resin which became embedded during the molding process. A foreign matter separator has already been installed in the molding hopper to filter out contaminants.